Manufacturer narrative:
(B)(4). The customer reported that the device intermittently fails shift check with charge/defib related error accompanied by the cycle power message/instruction. This symptom presented during testing. There was no report of patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device intermittently falls shift check with charge/defib related error accompanied by the cycle power message/instruction.